Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2: foreign country: japan. Functional testing found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. Lot identification is necessary for review of device history records, and lot identification was not provided. The root cause of the reported issue is attributed to manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the device did not spray. There was no harm or delay reported. Diligence is complete. No additional information is available. During device evaluation, visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack.